Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform displacement test or delivery accuracy test and reservoir unable to lock into place due to missing reservoir tube retainer. Device was received with missing reservoir tube retainer, missing reservoir tube o - ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin and the blood glucose is high. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient had hyperglycemia since last night. The patient thinks that the pump does not deliver insulin well. The insulin pump will be returned for analysis.